Event description:
It was reported recently following the implant procedure, the right ventricular (rv) lead exhibited a lead safety switch due to low, out-of-range pacing impedance measurements (<200 ohms). The rv lead also had increased threshold measurements resulting in loss of capture and cross-talk over-sensing. Additionally, although the device had also recently been implanted, a significant decrease in battery longevity was observed. Boston scientific technical services (ts) and confirmed that the battery was prematurely depleting and recommended emergent replacement. Provocative maneuvers were also recommended for the rv lead. The physician subsequently explanted and replaced both the device and rv lead to resolve the event. No additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported recently following the implant procedure, the right ventricular (rv) lead exhibited a lead safety switch due to low, out-of-range pacing impedance measurements (<200 ohms). The rv lead also had increased threshold measurements resulting in loss of capture and cross-talk over-sensing. Additionally, although the device had also recently been implanted, a significant decrease in battery longevity was observed. Boston scientific technical services (ts) and confirmed that the battery was prematurely depleting and recommended emergent replacement. Provocative maneuvers were also recommended for the rv lead. The physician subsequently explanted and replaced both the device and rv lead to resolve the event. No additional adverse patient effects were reported. The device has subsequently been received for analysis.